Manufacturer narrative:
A philips service engineer was not able to repair the device; therefore, it could not be confirmed if it failed to meet specifications. The service proposal for repair has expired with no customer approval. It is unknown what the outcome of the service event was, and no further information will be obtained at this time. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
Upon further investigation, it was confirmed that a philips service engineer evaluated the device and identified a dim display condition. The issue was attributed to failure within the display subsystem, including the liquid crystal display (lcd) assembly and associated interface components. Additional findings indicated progressive hardware degradation, including oxidized internal cables, degradation of the user interface printed circuit board assembly (ui pcba), and structural damage to display support components. During a subsequent service intervention, comprehensive repairs were completed, including replacement of the lcd assembly and associated components. Following repair, the device underwent full performance verification and electrical safety testing and was confirmed to meet all applicable specifications. The device was returned to service. The investigation concludes that no further action is required at this time. Should additional service be requested in the future, it will be managed under a new service order in accordance with philips complaint handling procedures.

Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating while servicing the device, it was identified that the display needs replacement due to low backlight emission. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.